Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 464 mg/dl. Customer feels ok to troubleshoot for high blood glucose reading. Customer current blood glucose reading was 464 mg/dl. Customer blood glucose reading at the time of the incident was 464 mg/dl. Customer parent started high blood glucose reading stared on (B)(6) 2017. Customer did not have symptom. Customer reported they have not contacted their healthcare provider regarding the high blood glucose reading. Customer treated their high blood glucose reading with syringe. Customer infusion set was changed on (B)(6) 2017. Customer did not have any air bubbles and leaks. Customer drive support condition was not mention. Customer cannot recall the insulin pump setting. Customer did not troubleshoot high pressure test. Customer friend stated the customer had sinus infection and they were taking antibiotics. Products will not be returning for analysis.